Event description:
Complainant alleged that during biomed testing, the device's pacer rate was not adjustable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The control board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.